Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a fluid leak under the blood sampling valve of the coulter lh 750 hematology analyzer. Customer reported that the fluid was clear. Customer reported that the leak was on the table. Customer reported that the volume of the leak was 10 ml customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed leaking fluid at the retic shear valve. The fse replaced the shear valve and the associated tubing.

Manufacturer narrative:
(B)(4).